Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and non-calcified vessel near an inner shunt anastomosis. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).